Manufacturer narrative:
Follow up provided to correct typographical error of "a falsely elevated alinity I free t4 result" to "a falsely decreased alinity I free t4 result" in complaint investigation summary. See below for updated investigation summary. The complaint investigation for a falsely decreased alinity I free t4 results included a search for similar complaints, the review of complaint text, trending data, labeling, device history records, and testing of retained reagent kit. Return testing was not completed, as returns were not available. A review of tracking and trending for the product and the likely cause lot did not identify an increase in complaint activity. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot 70400ud00, stored at the recommended storage condition. Testing met acceptance criteria, and the products are performing as expected. Device history record review did not identify any non-conformances or deviations for the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and found to adequately address the issue under review. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I free t4, lot number 70400ud00, was identified.

Event description:
The customer observed a falsely decreased alinity I free t4 result for one patient. The following data was provided (customer¿s reference range is 9.0-19.0 pmol/l): sample ID (B)(6) initial result, on (B)(6) 2025, was 5.5. Repeat result was 11.9, repeat result, on another analyzer, was 12.5 pmol/l. Additional laboratory results were provided: tsh result was 1.852 miu/ml; ft3 result was 3.81 pmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased alinity I free t4 result for one patient. The following data was provided (customer¿s reference range is 9.0-19.0 pmol/l): sample ID (B)(6) initial result, on (B)(6) 2025, was 5.5. Repeat result was 11.9, repeat result, on another analyzer, was 12.5 pmol/l. Additional laboratory results were provided: tsh result was 1.852 miu/ml; ft3 result was 3.81 pmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a falsely elevated alinity I free t4 results included a search for similar complaints, the review of complaint text, trending data, labeling, device history records, and testing of retained reagent kit. Return testing was not completed, as returns were not available. A review of tracking and trending for the product and the likely cause lot did not identify an increase in complaint activity. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot 70400ud00, stored at the recommended storage condition. Testing met acceptance criteria, and the products are performing as expected. Device history record review did not identify any non-conformances or deviations for the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and found to adequately address the issue under review. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I free t4, lot number 70400ud00, was identified.

Event description:
The customer observed a falsely decreased alinity I free t4 result for one patient. The following data was provided (customer¿s reference range is 9.0-19.0 pmol/l): sample ID (B)(6) initial result, on (B)(6) 2025, was 5.5. Repeat result was 11.9, repeat result, on another analyzer, was 12.5 pmol/l. Additional laboratory results were provided: tsh result was 1.852 miu/ml; ft3 result was 3.81 pmol/l. There was no impact to patient management reported.